Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. The internal complaint reference is the following:(B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. As a consequence the device stopped and restarted. There was no patient/user impact reported.

Manufacturer narrative:
During surgery, while using the electrocoagulation device and the medical footswitch to allow robot motion, this resulted in interference between the devices which could lead to a communication error. To adequately investigate the cause of the problems and to determine necessary corrective actions, (B)(4) was initiated.

Manufacturer narrative:
The initial reporter address was reported wrongly "initial reporter name and address". Changed to: (B)(6).